Event description:
The customer reported a possible discrepancy. The donor is s+ using the bioarray hea molecular beadchip kit; serology results were s-.

Manufacturer narrative:
Interpretation: (B)(6). The presence of molecular events that affect the blood-group antigen expression is one of the limitations as described in the hea package insert.